Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2016, the patient underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. A trunk-ipsilateral leg component was deployed from the left side, followed by a contralateral leg component (pxc121400j/15398767) being implanted. Intra-procedure imaging revealed that the guidewire was not cannulated into the contralateral gate, causing the contralateral leg component to be deployed outside of the contralateral gate. The physician elected to push up the contralateral leg component into the aneurysm sac using a non-gore manufactured balloon catheter. An attempt was then made to cannulate the guidewire from the ipsilateral leg side using cross-over technique, but it was not successful. The guidewire was instead inserted from the left arm and cannulated through the contralateral gate using pull-through technique. One contralateral leg component was deployed in the contralateral gate, followed by another being implanted for distal extension into the right external iliac artery. Bilateral hypogastric arteries were coil-embolized. The patient tolerated the procedure.